Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was making beeping noises. The reporter stated that there weren't any alarms in the pump's history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings: there was no activity related to alleged issue observed in the pump's histories. The pump was exercised for 24 hours with no unusual alarms occurring. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.